Event description:
Pt was being transferred from wheelchair to a dialysis treatment chair using a hoyer lift. The pt was placed into a sling and hoisted out of the wheelchair, while turning the lift to theposition above the dialysis chair, the suspension cradle broke loose from the boom. The tp and the suspension cradle fell to the floor. 911 was called and the pt was transferred to the hospital emergencydept. The lift was looked at and it was noted that the large bolt had fallen out of the suspension cradle. And that the thrust washer present on the bolt is split.